Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient harm.